Event description:
It was initially reported that a patient would be referred for generator revision as the site could no longer establish communication with the patient's device and the patient had an increase in seizures above pre-implant baseline levels. The increase in seizures and failure to program events were believed to be related to the device being at end of service. The patient's AED medication was increased. X-rays were taken and reviewed by the physician who noted a lead break near the c5 vertebrae, therefore, the patient was referred for a full revision. There were no reports of trauma or manipulation and no programming or device diagnostics were available. The patient underwent a full revision; however, the explanted lead and generator were discarded after surgery and will not be returned for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.